Event description:
Staff report that prior to the start of the surgical procedure the ent microscope was plugged in and started to make a "popping sound". Smoke started to pour out of the back vents and staff also noted an electrical smell. The patient was under anesthesia on the or bed during the incident. The patient was not harmed and another ent microscope was used to perform the surgical procedure. Bio-med was notified and microscope was removed from service and tagged. Outside service company to service microscope. Company did examine microscope and found that the power transistor on the xenon lamp power board failed and caused the sound and smell. After the new xenon lamp power board was installed the microscope was tested at maximum brightness for over 15 minutes with no issues.